Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MDR ID: 2134265-2013-03538 and 2134265-2013-03539. It was reported that post a coronary stenting procedure, the patient experienced myocardial infarction and target vessel revascularization occurred. In (B)(6) 2011, the subject presented with stable angina and underwent catheterization which revealed a lesion located in the mid portion of a saphenous vein graft (svg) to the 1st obtuse marginal artery (om) with 75% in-stent restenosis (unknown stent) and was 36 mm long with a reference vessel diameter of 4.0 mm. It was treated with direct stent placement of a 4.00 x 38 mm taxus liberte stent with 0% residual stenosis. The following day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2011, a 4.0x38mm ion stent was placed in the svg to om1. In (B)(6) 2012, a 4.0x24mm ion stent was placed in the svg to om1. On (B)(6) 2013, the subject presented with recurrent substernal chest pain. ECG revealed a non-specific t-wave abnormality. The subject at that time of the event was taking aspirin and prasugrel. Coronary angiography revealed an ostial occlusion on the left circumflex (lcx) and 80% proximal stenosis with thrombus on the svg to om. The proximal portion of svg to 1st om was treated with direct stent placement using a 4.00 x 16 mm promus element stent, with 0% residual stenosis. The proximal lcx was treated with balloon angioplasty and placement of a 2.75 x 20 mm promus element stent with 0% residual stenosis. The next day, the event was considered resolved without residual effects and the subject was discharged on the same day on aspirin and prasugrel.